Event description:
Patient revised for infection, polyethylene wear noted on insert.

Manufacturer narrative:
The product was returned for examination. The product code and lot number required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported infection; however, infection after approximately ten years implantation is unlikely to be product related. No conclusions could be drawn about the reported polyethylene wear without the product or examine. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or additional information be received, the investigation will be re-opened.